Event description:
Report received indicated the patient had a red and purple blotchy area of peristomal skin, approximately one inch in diameter under the white tape collar for over a month. The patient has a hernia and wears a hernia belt. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review for lot 1k01539 was performed. This product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. The batch record review found no objective evidence of deviations, non conformances or discrepancies related to the complaint issues reported. After investigation, it was found that material number (B)(4) aligns with model number: 413163, expiration date: 10/29/2016 and device manufacture date: 10/31/2011.